Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get add'l complaint info and to get the product back are ongoing. As of the date of this report, the product has not been returned. The customer reported that her transformer was sparking and the cord was shredded almost starting a fire which is a safety risk. On (B)(4) 2011, medela issued a pump in style power adapter safety notification. The safety notification was the result of the findings of CAPA (B)(4) which addressed issues with exposed wires and found the probable root cause to be a degradation of the insulation separating the positive and negative wires. The probable cause of the degradation of the insulation have been attributed to the cord being wrapped around the transformer housing and/or being pulled from the outlet by the cord instead of by the transformer housing. As a result, customer were informed not to wrap the cord around the transformer to prevent damage and to discontinue use of any transformer that appears damaged. In addition, medela has updated the cord and the transformer material has been changed to a more heat stable material. The updated transformer also contains both electrical and heat thermal fuses so that in the event of a failure, the transformer will fail safe. The subject unit was manufactured prior to the corrective action under (B)(4). The customer was either provided with a replacement transformer or referred to an ordering source to resolve this issue. No further action is required. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Should add'l info or the original product be received, resulting in new, changed, or correct info a follow up report will be filed at that time.

Event description:
Customer called in to report that she plugged in her transformer and sparks went flying, the cord was shredded and almost started a fire in my kitchen, which is a safety risk.